Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasion 287-293 mm from the terminal pin. The outer conductors were exposed. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported high pacing thresholds and low pacing impedance measurements were likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system received an inappropriate shock in august. At the device check, a review of the episode showed the shock was due to oversensing of noise that was inappropriately detected as ventricular tachycardia (vt). The rv lead had low, out-of-range pacing impedance measurements, increased pacing threshold measurements, and diminished r-wave amplitudes. In addition, the right atrial (ra) lead exhibited high pacing threshold and low pacing impedance measurements. It was also reported that the ICD recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A device replacement procedure was performed. The rv lead was surgically abandoned, as it was unable to be removed with traction. Insulation damage was observed. The ra lead and device were explanted successfully. New leads and a cardiac resynchronization therapy defibrillator (crt-d) were implanted to complete the procedure. No additional adverse patient effects were reported. The explanted products were expected to be returned for laboratory analysis.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system received an inappropriate shock in august. At the device check, a review of the episode showed the shock was due to oversensing of noise that was inappropriately detected as ventricular tachycardia (vt). The rv lead had low, out-of-range pacing impedance measurements, increased pacing threshold measurements, and diminished r-wave amplitudes. In addition, the right atrial (ra) lead exhibited high pacing threshold and low pacing impedance measurements. It was also reported that the ICD recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A device replacement procedure was performed. The rv lead was surgically abandoned, as it was unable to be removed with traction. Insulation damage was observed. The ra lead and device were explanted successfully. New leads and a cardiac resynchronization therapy defibrillator (crt-d) were implanted to complete the procedure. No additional adverse patient effects were reported. The explanted products were expected to be returned for laboratory analysis.